Manufacturer narrative:
Date of event is unknown. The best estimate time would be (B)(6) 2021, as the surgeon indicated 1 month post-op examination when patient complained of having visual symptoms. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient ended up ou (both eyes) 20/20 j1, but could not tolerate the glare and halo after the implantation with the synergy intraocular lenses (iols). After the post-operative (op) 1 month appointment, the lenses were explanted and replaced with non-johnson and johnson lenses. The replacement lenses are the b & l mx60e monofocal lenses. The suspect iols were discarded and are not available for return. No further information is available. This report represents the left (os) eye. A separate report will be submitted for the right (od) eye.